Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, middle shaft, inner shaft and the remainder of the device were checked for damage. The device showed a slight buckling at the nosecone. It was also noticed that there was buckling in 2 additional places on the outer sheath approximately 67 cm to 71 cm and from 83.5 cm to 86 cm from the marker band. The device was viewed and the handle was opened to inspect for additional damage. It was noticed that the middle sheath had detached from the retainer clip. No other damage was noticed. The stent was returned outside of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that deployment difficulties occurred. The target lesion was located in the superficial femoral artery (sfa). A 6 mm - 200 mm/130 cm innova¿ stent was advanced to treat the lesion. However, the stent encountered deployment difficulties and was "pulled out by hand." The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.